Manufacturer narrative:
On 1/15/2020, device evaluation was completed. Device evaluation summary: during evaluation the sample was found ruptured. Also a crease was found in the edges of the tear. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety) no further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that patient suffered bilateral capsular contracture, baker grade unknown, bilateral swollen lymph nodes, and right side breast cyst. Hence, patient code breast pain was removed patient codes capsular contracture, and lymphadenopathy were added. Patient code breast cyst twas added to the right side. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain, and autoimmune disorder (fatigue, joint pain, hair loss, legions on neck that spread around body, headaches, brain fog, insomnia, hypothyroid, sudden food intolerance, bacteria in abdomen that tested positive for strep, gi issues, frequent urination, shortness of breath, dizzy spells, sensitivity to light, and night sweats). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and was presented with autoimmune symptoms including fatigue, joint pain, hair loss, legions on neck that spread around body, headaches, brain fog, insomnia, hypothyroid, sudden food intolerance, bacteria in abdomen that tested positive for strep, gi issues, frequent urination, shortness of breath, dizzy spells, sensitivity to light, and night sweats. Left breast pain, more than right, and left side breast implant rupture was also reported. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.